Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the has had 2 urinary tract infections (utis) and was still being treated for the last one. The patient reported this was a gradual change in therapy. The patient reported the first uti occurred in ¿(B)(6) 2018¿ but was asked, unknown. The second uti occurred in ¿(B)(6) 2018¿ but was asked, unknown. The patient was redirected to their healthcare provider. No further complications were reported.